Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. H3: the reporter indicated the product is not available for investigation.

Event description:
Customer reported alaris primary IV tubing cassette discovered to be leaking and cracked while infusing. No pt harm reported. Although requested, no further patient/event info was provided.